Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1019 (calibration check failure, index cal, rate too low) was generated. The customer's instrument maintenance was reviewed and no issues were identified. The customer was sent a new lot of rubella reagent. There are no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when this investigation is complete.